Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 250 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to successfully rewind the insulin pump. Customer advised the device continually beeps and says motor error every few minutes. Customer advised the insulin came out really fast instead of dripping. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.